Manufacturer narrative:
Product event summary: analysis confirmed that the programmer would shut down. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would randomly shut off, even though the battery was full. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
Supplier analysis was performed on the computing platform (cp). No defect was found during supplier analysis. If information is provided in the future, a supplemental report will be issued.